Manufacturer narrative:
A 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that her one touch ultramini meter powers off during use. The patient mentioned that the reported issue began on the morning of (B)(6) 2010. The patient mentioned that a couple of hours later, the patient felt dizzy and sweaty. The patient did not seek any medical treatment or contact their physician for assistance. This is not the first time the product was being used. There was no misuse of the product. The batteries were already replaced. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged issue, she was unable to test and later developed symptoms suggestive of a serious injury.